Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been admitted into the hospital for a gi bleed two months ago. The pt's inr goal had been lowered due to the pt's history of bleeding. The source of the pt's bleeding was found with an egd scope and it was treated with clipping. It was also reported that the pt is "dong fine" now. The pt is ongoing with no further issues reported.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.